Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming. Insulin concentration, and bolus history were correct. In addition, a lead screw test and high-pressure were completed and passed within specifications. The customer stated that they had erratic bg pattern. Advised customer to discuss with their doctor. The customer stated that they have difficulty in realizing when they are low. Customer was on their way to the emergency room.